Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose of over 600 mg/dl and ketones that were identified as dangerous by a healthcare provider; cause was unknown. Customer was treated with intravenous fluids of saline, insulin, and magnesium. The customer was released (B)(6) 2026 with the issue resolved and no permanent damage. The customer reverted to an alternate form of insulin therapy.